Event description:
It was reported that the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in 2006. The lens was explanted fifteen days later, due to an excessive vault. The lens was removed with no patient injury, no enlarged incision or sutures. The patient's iris was damaged. The replacement lens was not implanted. Additional information has been requested, but to date none has forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: a lens work order search was performed and two similar complaints were found.